Event description:
The customer reported that her blood glucose at 12:45 am on (B)(6) 2012 measured 78 mg/dl. At 6:48 am she recorded bg results of 361 and 392 mg/dl. She took one pill of her oral diabetes medication and at 6:52 am administered a 5.3 unit bolus of insulin. By 8:01 am her bg had risen to 415 mg/dl. She temporarily increased her basal insulin rate from 0.50 u/hr to 1.15 u/hr. By 9:03 am she realized that the cannula had dislodged from the infusion site, changed the pod and took a 6 unit manual injection of insulin.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the product condition. The customer reported that the cannula had dislodged from the infusion site. The condition would interrupt insulin delivery and contribute to the reported hyperglycemia. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."